Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: a manufacturing record evaluation was performed for the finished device product code : (B)(4). Lot number : 333950 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: (B)(6) 2022 manufacturing site: (B)(6). Expiry date: (B)(6) 2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: kwp and kwq. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion of the thoracolumbar spine (th10-l4) for a l1 ovf on (B)(6) 2023. Planned screws were inserted into the planned range, cement was injected into the screw at th10/l3, and an alignment device at the l3 left was removed after finishing cement injection. When the surgeon removed the alignment device, the expedium verse fenestrated screw got caught in it and came out along with it. Since the injected cement was remained inside the vertebral body, the surgeon immediately inserted a viper-prime screw with the same size. After that, there was no particular problems. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: stable. No further information is available. Concomitant device reported: unknown biomaterial - cement (part# unknown; lot# unknown; quantity: unknown) unknown alignment device (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 5.5 exp verse fen scr 7.0x45 this is report 1 of 1 for complaint (B)(4).